Event description:
It was reported that the medication cassette did not work properly and exhibited no flow. The cassette was filled with narcotic pain solution. Air and isolated droplets were drawn while attempting to empty the cassette, but with great resistance. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.